Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec mgit 960 instrument, there were 33 false positives as a result of contamination during sample preparation. Results were not forwarded to doctors. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd bactec mgit 960 instrument, there were 33 false positives as a result of contamination during sample preparation. Results were not forwarded to doctors. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : catalog # 445870, s/n (B)(6): the customer reported positive samples that all occurred in one day. Through contact with the customer, it was confirmed that the reported issue was caused by improper workflow and not an instrument malfunction, therefore, this complaint is not confirmed. The root cause was determined to be improper customer workflow. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.